Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h6 (type of investigation, investigation findings, component codes, investigation conclusions). A getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) reported that the hinge cover was also damaged. The fse replaced the upper display monitor board, display monitor to video gen kit, and hinge cover. The unit passed all functional and safety tests and was returned to customer.

Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2, h11, h6 (medical device ¿ problem code).

Event description:
N/a.

Manufacturer narrative:
Updated fileds: b4, d9 (return to manufacture date), g3, g6, h2, h6 (medical device problem code, type of investigation, investigation findings, investigation conclusion, component code), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) reported that the hinge cover was also damaged. The fse replaced the upper display monitor board, display monitor to video gen kit, and hinge cover. The unit passed all functional and safety tests and was returned to customer. The failure analysis and testing dept. Received the following parts associated with this complaint. Part was listed on return form but was not sent in with this complaint. Parts were received with a reported failure of distortion on upper display and damaged hinge covers. The fat performed a visual inspection and found to be damaged. Probable cause for this will be a user operational context. The fat installed the other parts in cardiosave test fixture and tested the parts to factory specifications per the procedure. No failure confirmed on any other part. Retaining the part in the failure analysis and testing department per procedure.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11 corrected fields: g2, h6 (investigation conclusions).

Event description:
It was reported by the getinge field service engineer (fse) that during maintenance, cardiosave intra-aortic balloon pump (iabp) display on the upper display was distorted. There was no patient involvement.

Manufacturer narrative:
Due to character restrictions, event site name: (B)(6). Japan. A supplemental report will be submitted upon completion of our investigation.